Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, she noticed a haptic was bent and that the lens was displaced forward into the anterior chamber. Additional info, including pt status, has been requested.

Manufacturer narrative:
The complaint device has not been returned for evaluation. There have been no other complaints reported in the lot number. Additional info has been requested.